Event description:
After using the device to monitor a pt's ECG for approximately 8 minutes, the device allegedly lost power for no apparent reason and the operator was unable to turn the device back on. There was no adverse affect to pt care reported as a result of the alleged malfunction.